Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high lv outputs. Boston scientific technical services (ts) suggested lv revision. Additional information received that this lv lead was explanted. There was an attempt to obtain additional information but the field representative had no further information. This lv lead is no longer in service. No additional adverse patient effects were reported.